Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their lead wire moved three weeks after implant. Pt has surgery scheduled to have a lead revision on (B)(6) 2021. Caller redirected to healthcare provider (hcp). No symptoms were reported.